Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The device remains in use supporting the patient. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2016 due to a hemoglobin level of 6.7 g/dl and suspected gastrointestinal bleed. A colonoscopy was performed where 2 clips were applied and the area of concern was cauterized. The patient was transfused with 3 units of packed red blood cells and started on octreotide injections. The patient was discharged on (B)(6) 2016.